Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.